Event description:
During a transurethral resection of the prostate ("t.u.r.p."), a resectoscope sheath with a ceramic beak "shattered" inside the pt's bladder. The pieces were retrieved with a grasping forceps and the physician ended the procedure as he felt that he had completed the resection. There were no injuries and med treatment was not required. The pt was not rescheduled to return for an add'l procedure.